Event description:
The sales consultant reported that the patient has had multiple lower leg surgeries. The patient had a prior history of unknown tibia nail hardware removal surgery (original tibial nail implanted on (B)(6) 2013). On (B)(6) 2013, the patient had a synthes plate and screws implanted. The patient has osteomyelitis and on (B)(6) 2014, the hardware was removed easily. There were several broken screws noted. The hardware removal was removed successfully. No x-rays are available or hardware is available for return. This is report 10 of 12 for (B)(4).

Manufacturer narrative:
Patient: weight reported as (B)(4). Event date: unknown. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.